Manufacturer narrative:
The device ro15046 has been inspected for investigation purpose. The tests performed confirmed that connector screw was jammed. The defective part was replaced for repair purpose.

Event description:
It has been reported that during a surgery, the arm not connected to patient head due to jammed connector screw. No patient injury has been reported.